Event description:
Pt implanted 1/23/98 in vermilion borders. Onset of edema, pain and implant displacement 1/26/98 in perioral area. Medication and intervention prescribed vicodin 1/26/98, cool compresses 1/26/98, medrol 1/31/98, vicodin 1/31/98, medrol 3/31/98. The implant was explanted 3/31/98.